Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Additional information received reported that it was determined the patient had a procedure, and that the high shock impedance measurements may have been due to the measurement being taken during the procedure. Subsequent shock impedance measurements have been normal. The lead remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Troubleshooting options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.